Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 130 units of insulin. Customer loaded the cartridge successfully. Additionally, the pump insulin gauge was inaccurate across multiple cartridges. The customer¿s blood glucose level was 88-163 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.